Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that patient presented to clinic experiencing phrenic nerve stimulation. Upon analysis, it was noted that the atrial lead exhibited inappropriate sensing and capturing due to lead dislodgment. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were for lead dislodgement, failure to capture, failure to sense and phrenic nerve stimulation. The reported events of failure to capture and sense were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except procedural damages. The helix was retracted and clogged with blood. After cleaning the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length measured within specification.